Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has 52 metal liner, 52 pinnacle cup, 6 summit stem and 36+1.5 head. She recently dislocated. Surgeon removed the metal liner and 36 head. He replaced it with 52+4 10* esc constrained liner and 32+5 metal head. Unable to obtain original implant part and lot numbers. All information provided was obtained from original operation report. Doi: (B)(6) 2009; dor: (B)(6) 2019, unknown affected part.